Manufacturer narrative:
The device was returned and evaluated. Additional findings include; air/water cylinder and suction cylinder had no color. Circuit board unit in suction connector had discoloration due to water leakage. The scope connector case unit, plug unit, and cable unit had corrosion due to water leakage. The label on the suction connector was damaged. Due to a crack on distal end and a pinhole on connecting tube, water tightness was lost. Due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Objective lens had a chip. Light guide lens had a crack, and universal cord had a wrinkle. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation that the gastrointestinal videoscope air/water tube and cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at the distal end and insertion tube. The event can be detected and prevented by following the instructions for use which state: handling the device in accordance with the following IFU. IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.